Event description:
"A pilot study of percutaneous cryotherapy as treatment for stage I lung cancer or solitary metastatic lung cancer": 2008-048. The above pt underwent cryotherapy ablation in 2009 and a lobectomy the following month. The pt was discharged from the hosp the following month, and was admitted to an institution near home the next day. The pt developed a right sided air/fluid collection, pneumonia, and heart failure. The treating physician does not believe that the above events are related to the study treatments. Alternate etiologies include poor pulmonary function and overall health prior to the procedures. Reporter was not apprised of the above events until twenty three days later, which explains why this report was not submitted sooner".